Event description:
It was reported, the customer was hospitalized with high blood glucose and diabetes ketoacidosis. Customer's doctor stated the customer was under the influence of alcohol when admitted. Troubleshooting not performed at the time of call, advised customer to call back to troubleshoot the insulin pump.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.